Manufacturer narrative:
Device evaluated by MFR.: the guidewire was returned for the analysis. Visual inspection revealed that the guidewire was kinked, and polymer jacket peeled at the distal tip section. The physician has provided a photo of the device. As per the photo provided, the distal tip was found kinked and peeled.

Event description:
It was reported that coating issue occurred. The v-14 control guidewire long taper 300cm straight tip was used for during treatment of peripheral artery disease, however, during an angiogram the wire coating peeled at the distal tip. It was confirmed no coating/wire fragments were left inside the patient, and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that coating issue occurred. The v-14 control guidewire long taper 300cm straight tip was used for during treatment of peripheral artery disease, however, during an angiogram the wire coating peeled at the distal tip. It was confirmed no coating/wire fragments were left inside the patient, and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
"**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #." Device evaluated by MFR.: the guidewire was returned for the analysis. Visual inspection revealed that the guidewire was kinked, and polymer jacket peeled at the distal tip section. The physician has provided a photo of the device. As per the photo provided, the distal tip was found kinked and peeled.

Manufacturer narrative:
Media/product analysis: the complaint device was not returned by the customer; nevertheless, physician has provided a photo of the device. As per the photo provided, the distal tip was found kinked and peeled.

Event description:
It was reported that coating issue occurred. The v-14 control guidewire long taper 300cm straight tip was used for during treatment of peripheral artery disease, however, during an angiogram the wire coating peeled at the distal tip. It was confirmed no coating/wire fragments were left inside the patient, and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that coating issue occurred. The v-14 control guidewire long taper 300cm straight tip was used for during treatment of peripheral artery disease, however, during an angiogram the wire coating peeled at the distal tip. It was confirmed no coating/wire fragments were left inside the patient, and the procedure was completed. There were no patient complications reported.